Manufacturer narrative:
This report was originally filed on 03may2017 on the test server. The account was approved and moved to the production server on 7august2017. I was informed to resubmit all previous files to the production server. Production account approval help desk ticket #(B)(4). Notification of moving files to production account help desk ticket #(B)(4). Please find the original submission (03may2017) from the test account attached.

Event description:
The customer reports that a patient stated the last time that she received shot from physician, while laying down, injecting the shot caused a lot of pain and caused vein to burst.